Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -15.0 diopter implantable collamer lens into the patients left eye (os) on (B)(6) 2018. The lens was exchanged intraoperatively for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to lens and residue on the lens surface. Corrected data: (B)(4). Claim #: (B)(4).